Event description:
During routine testing of the device at the service center, the service technician reported that the housing was damaged. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to damage.